Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: 4mm celsius catheter (model# unknown and lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) year old female patient approximately (B)(6) pounds, underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a smartablate system rf generator and suffered a second degree burn. One day post-procedure, the patient complained of skin discomfort on her back. Upon inspection, blistered skin was observed around the area where the indifferent electrode had been placed. Nursing care was provided to the patient for the injury; however the exact treatment is unknown. The patient and was sent home without further consequence and was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. The physician did not provide a causality opinion. It was noted that it was believed that the injury may have been secondary to a poorly placed or detached indifferent electrode (con med 400-2100). Generator settings included: power at 30 watts with temperature at 60°c for 60 seconds. Indifferent electrode patch which was at least 124 cm2 was applied by hospital personnel on the lumbar region of the back per hospital protocol. There is no information regarding if the patient contact area was properly prepared, if the entire surface area of the grounding pad was in complete contact with the patient's back, or if there were any air pockets present between the skin and the indifferent electrode. There is no information regarding the appearance of the indifferent electrode upon opening the package. There were no error codes reported on the smartablate generator.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) year old female patient approximately (B)(6) pounds, underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a smartablate¿ system rf generator and suffered a second degree burn. Smartablate generator evaluation was declined by the customer. Therefore, the complaint was unable to be confirmed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.